Event description:
It is reported that air ingress occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected. During the procedure, the left atrium was mapped with orion via faradrive. No air was observed at that time. After mapping, the catheter was exchanged for farawave. When aspiration was performed, air was observed in the clear sheath portion of the device. Even after removing the air, it repeatedly reappeared. Therefore, the farawave was withdrawn once and after reinsertion and aspiration, no further air was observed. The sheath position was within the left atrium and was not in contact with the atrial wall. The procedure was completed with this device. No patient complications were reported. No air was noted in the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.